Event description:
Customer stated that the pad sparked and smelled burning plastic.

Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation we found that the cord had been twisted to the point of a cord cut. Our investigation shows the sparking occurred as the cord was severed. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions. The pad was punched up. Several bent, loose and broken leads were found. As well as bent or broken thermostats that were discolored. Pad was dirty or stained.